Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a motor error alarm and an additional error alarm. Customer reported that the motor error alarm occurred during bolus. Customer did not recall any significant events leading up to the error alarms. Blood glucose level was 177 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with currents in specifications. The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. No prime alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.